Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an itchy and open skin irritation under the front-therapy electrode and on his stomach from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital for an unrelated procedure. The patient reported that he was instructed to remove the lifevest and he was provided a salve for the skin irritation. Follow up indicated that the salve helped the skin irritation to improve.